Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, a 980 ventilator generated a constant visual alarm; the inspiratory tidal volume (vti) was unable to be adjusted. There was no harm to the patient. At this time, it is unknown if the patient was placed on an alternate ventilator as a result of the event. A service engineer (se) inspected the device and the unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Additional information: additional information was received regarding patient transfer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, a 980 ventilator generated a constant visual alarm; the inspiratory tidal volume (vti) was unable to be adjusted. The patient was placed on an alternate ventilator. There was no harm to the patient. A service engineer (se) inspected the device and the unit passed all testing and operated within the manufacturing specifications.